Event description:
It was reported that on an unknown date, an unknown sized amplatzer piccolo was chosen for implant to treat a large patent ductus arteriosus (pda) after meeting rescue criteria. The night prior to procedure, the patient was hypotensive and started on dopamine and hydrocortisone. Post-procedure, patient became hypotensive again and was treated with dopamine and milrinone. Echocardiogram noted moderately diminished left ventricular (lv) systolic function. Epinephrine was started and calcium chloride gtt was added. Overnight, patient remained critically ill with worsening edema, decreased urine output, and moderately to severely diminished lv function. Dopamine was switched to dobutamine. Throughout the day, patient became more edematous with anuria and hypotension. It was decided to perform an intra-abdominal pressure test and patient met criteria for compartment syndrome. A decompressive laparotomy was performed. Repeat echo showed severely diminished lv function. Pressors were titrated and patient's blood pressure slowly improved. Patient had minimal urine output and was started on aquadex. Patient's lv function remained severely diminished. Fluid was found when the abdomen was opened. No evidence of ischemia was found. Care was withdrawn and patient passed away on post-operative day 4.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.